Manufacturer narrative:
Serial echo images were received for review. Per echo report: limited tte and tee images, with to poor tee image quality affected by off-axis imaging planes and image capture that is not reliably synchronized to the cardiac cycle. An irregular heart rhythm suspicious for atrial fibrillation. Hyperechoic thickening of 1 leaflet in a posterior location, with probably normal thickness and motion of the other 2 leaflets. At least moderate and possibly severe central mr. Elevated transmitral mean gradient (11-12 mmhg) that appears out of proportion to restricted leaflet opening. The submitted images document an elevated transmitral gradient. However, the dominant valvular lesion appears to be central mr, and the elevated gradient appears to be out of proportion to the degree to which leaflet opening is restricted. High flow associated with significant mr presumably is contributing to the elevated gradient. It is possible that there is a more significant abnormality of leaflet opening than that documented on the limited submitted images. The submitted images do not allow reliable assessment of the cause of central mr. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx27 valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately two (2) years and two (2) months due to valve calcification leading to stenosis. A 29mm transcatheter valve was implanted within the pre-existing surgical edwards valve with excellent result. The patient was noted as to be stable, in good conditions and discharged home.